Event description:
It was reported that device sterility was compromised.The OptiCross HD imaging catheter was selected for intravascular ultrasound examination. During preparation, it was noted that the connection between the motor and the catheter failed due to a missing internal motor gasket. As a result, the motor did not function properly, preventing normal connection of the catheter and compromising its sterile environment. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Manufacturer narrative:
GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED. E1 INITIAL REPORTER FACILITY NAME: HUBEI PROVINCIAL HOSPITAL OF INTEGRATED TRADITIONAL CHINESE AND WESTERN MEDICINE E1 INITIAL REPORTER PHONE: (B)(6)

Event description:
IT WAS REPORTED THAT DEVICE STERILITY WAS COMPROMISED. THE OPTICROSS HD IMAGING CATHETER WAS SELECTED FOR INTRAVASCULAR ULTRASOUND EXAMINATION. DURING PREPARATION, IT WAS NOTED THAT THE CONNECTION BETWEEN THE MOTOR AND THE CATHETER FAILED DUE TO A MISSING INTERNAL MOTOR GASKET. AS A RESULT, THE MOTOR DID NOT FUNCTION PROPERLY, PREVENTING NORMAL CONNECTION OF THE CATHETER AND COMPROMISING ITS STERILE ENVIRONMENT. THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. THE PATIENT REMAINED STABLE, AND NO COMPLICATIONS WERE REPORTED.

Manufacturer narrative:
E1 Initial Reporter Facility Name: (b)(6).Investigation Results: Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation Conclusion:The investigation conclusion code of Cause Not Established was selected. Based on a thorough review of the reported complaint, the cause of the reported event could not be determined. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue.